Event description:
Reporter alleged pt's blood glucose measured 231 mg/dl on the meter compared to the lab result of 94 mg/dl performed at the same time. Qc testing was stated having been performed and values obtained were within an acceptable range. As a result of the comparison, no actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.